Event description:
It was reported the device could not perform hv impedance measurements. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The anomaly observed in the field was confirmed. The root cause was traced to a damaged transistor in the hybrid.